Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect.

Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify unexpected battery power loss and motor error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had motor error and insulin pump was shut off after any button press. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.